Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: the pump returned for complaint of stuck battery cap in pump. Unable to duplicate customer complaint. The battery cap is worn but no difficulty was found in removing/securing it from/to the pump. No battery compartment damage that was noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.